Manufacturer narrative:
Sales rep reports a surgeon mentioning that she has had 3 mesh exposures since starting use of desara tv implants. She mentions that all patients have been spread out and not one after the other. Sales rep and surgeon were contacted for more information. The rep states that the surgeon did not have any lot numbers available or specific dates for the exposures. No further information is available.

Event description:
Sales rep reports a surgeon mentioning that she has had 3 mesh exposures since starting use of desara tv implants. She mentions that all patients have been spread out and not one after the other. Sales rep and surgeon were contacted for more information. The rep states that the surgeon did not have any lot numbers available or specific dates for the exposures. No further information is available.